Manufacturer narrative:
The insulin pump error 53 found in the pump history due to software error. The insulin pump received with minor scratched lcd window, scratched case and pillowing keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm software error detected. Customer's blood glucose was 107 mg/dl. The customer reported alarm occurrred during fill tubing. The error table indicates the pump should be replaced. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.